Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned for investigation. The transaction logs indicated and confirm a discrepancy flow rate between the volume that has left the pump and the volume calculated based on the programmed flow rate. The root cause for the discrepancy could not be determined. A review of the device history records indicate that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further field action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug that expected. As a result the device was removed for investigation.